Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted to the patient via v-p shunt in (B)(6) 2021 with an unknown setting. The ventricular and head circumference were enlarged and a shunt contrast was performed, however, on the distal side of the valve the contrast was not confirmed although the contrast was performed on the ventricular catheter. Therefore, obstruction was suspected. The shunt was replaced on (B)(6) 2021. The patient has recovered.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation the no occlusion issues were noted with the valve or catheters.

Event description:
N/a.